Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient had a fall about 2-3 months before the report and stated it hurt in their hip where the stimulation was located. The caller reported that it still hurt if they bend a certain way. The caller was redirected to a healthcare provider to discuss the fall. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: when asked how the fall affected their implanted system, the patient stated they landed on their rear on the floor. Regarding the pain at the implant site after the fall: the patient does not have pain now in that area, only hurts if they turn it up too far. No further complications were reported.